Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to improper electrode placement. The device was explanted on (B)(6), 2010, and the patient was reimplanted with another device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.